Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the physician conducted an echocardiogram and found that the device appeared to be in the papillary muscle. The device was repositioned. The patient was successfully weaned, and the device was explanted.

Manufacturer narrative:
Investigation summary device in wrong position: the cause of positioning issue was not determined due to insufficient clinical details.